Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2023, a patient was presented with grade 4 degenerative tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were successfully implanted. One triclip was implanted at anterior septal position and another was implanted at posterior septal position. On an unknown date in 2024, the patient returned symptomatic with single leaflet device attachment(slda) of second triclip from the posterior leaflet. Recurrent tr of grade 4 was reported. Per the physician, slda was due to the disease progression and dilation of the annulus. On (B)(6) 2025, a redo procedure was performed with deployment of triclip between the two previously implanted clips. Third triclip was implanted for stabilization of second triclip. The tr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a caused for the reported single leaflet device attachment (slda) was due to the disease progression and dilation of the annulus. The reported tricuspid valve insufficiency/ regurgitation (tr) was a cascading events of the slda. Tricuspid valve insufficiency/ regurgitation is known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were a results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.